Manufacturer narrative:
A review of the device labeling was completed. Conjunctivitis and endophthalmitis are identified in the labeling as potential adverse events from icl implantation. Per the dfu some adverse events may require secondary surgery. The dfu under important basic notes states: (4) prior to surgery, thoroughly explain the expected effects, adverse events, future risks, etc. Associated with the use of this product to the patient who will be inserted with this product. An inflammatory response is common after intraocular surgery. In some cases, bilateral and prolonged or persistent inflammation suggests secondary systemic health or ocular issues or issues with the post-op medication regimen. Patient related factors is the reported cause of the inflammation (endophthalmitis); therefore, the event is not device related in origin. To date, there is no confirmation of identified microorganisms. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 -6.50d implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2024. The patient underwent bilateral implantation of icls. Concomitant products used during surgery were: opegan as viscoelastic and the staar injector system (msi-pf injector; sfc-45 with foam tip plunger). Reportedly approximately one month upon icl implantation the patient presented with "endophthalmitis" ou. Diagnostics were performed and described as "hyperemia" and nonspecific posterior ocular "discomfort" ou. Subsequent lens explant (os) occurred on (B)(6) 2024 one month after presentation of symptoms. Post-explant bcva 20/13 (same as pre-op) was noted at the last visit with pending re-implantation when symptoms improve. The reporter stated the cause of inflammation was attributed to patient related factors with no device failure. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information: h6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Corrected data: d4: primary unique device identifier (UDI) #: (B)(4) "UDI related data quality updates only" claim# (B)(4).

Manufacturer narrative:
Additional information: b5-a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced toxic anterior segment syndrome (tass). Cultures test was not performed. This was a bilateral sequential surgery. In a separate visit the lens was explanted and the problem was resolved. Cause is reported as unknown. H6- clinical code: 4469. Claim# (B)(4).